Manufacturer narrative:
B2: outcome attributed to adverse event is additional surgery due to instrument malfunction. G2: the country of the event is canada medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for spinal decom pression and fusion revision and t2-l3 levels were implanted and broken screw was the pre-operative diagnosis for this procedure. It was reported that the broken screw head was removed from the rod and the shaft was left in the bone. The broken screw was through the right pedicle of t12 .there were no further complications reported regarding the event. Additional information was received as there's no allegation of the rod or shaft and no additional/revision surgery planned to remove screw shaft.